Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical, the cs300 intra-aortic balloon pump (iabp) had a light sensor malfunction.  Iabp was replaced and worked fine. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions),h10, h11. Additional information: e1(event site postal code - (B)(6). It was reported that during use the cs300 intra-aortic balloon pump (iabp) had optical sensor failure. A getinge field service engineer (fse) conducted the operational check to confirm occurrence of "iab optical sensor failure". Fse was not able to reproduce the issue. Fse confirmed that the optical sensor module connector was loose. So, the connector and sensor light receiving area was cleaned. There was a patient involvement but no harm reported.